Event description:
The customer reported that after a procedure, scope error code e315 occurred with no image, and image noise would occur during angulation. There was no patient or user injury reported due to the event. The subject device was returned to an olympus service center for evaluation. During inspection and testing, the scope error code e315 occurred due to fluid ingress in the video connector. Additionally, service found foreign material in the nozzle that could not be removed. This report is being submitted for the scope error code e315, and the malfunction found by service during the device evaluation [foreign material].

Manufacturer narrative:
The device evaluation could not confirm or duplicate the customer¿s reported image noise during angulation. There were no leaks observed from the device. The image was normal after using hot and cold water to test during angulation. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon of "error message e315" (event 1) was presumed to have been due to user handling of the device, causing a water invasion of the scope connector; this then led to a breakage of electrical components and the display of the error message. The user can detect event 1 properly by handling device in accordance with the following instructions for use (IFU): "inspection of the endoscopic image". The suggested phenomenon of "foreign materials clogged in nozzle" could not be presumed further - the foreign material could not be definitively identified. The user can detect event 2 properly by handling device in accordance with the following IFU: "inspection of the endoscope : inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.